Manufacturer narrative:
Concomitant medical products: bis-bis-40 adaptor; bis-bis-40 adaptor; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) "moved from left to right due to radiation".  An atrial lead warning and polarity switch were also noted.  The right atrial (ra) lead and ipg remain in use. No patient complications have been reported as a result of this event.